Event description:
It was reported that a malfunction alarm occurred, identified as malf 16, and the pump was not resettable. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen for backup.